Event description:
Additional information received from the manufacturer¿s representative (rep) reported it was unknown if the patient¿s symptoms and h ospitalization were caused by or related to the device and/or therapy. The cause of the issue was unknown. It was unknown what symptoms the patient experienced but seemed to be parkinson¿s symptoms. The patient asked for a consultation with a physician, but it was unknown if the issues had resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was hospitalized for 2 weeks for examination and discharged from hospital yesterday. The patient's symptoms did not improve at all even after being discharged from the hospital. The patient was instructed to consult with the attending physician. Actions or interventions taken to resolve the issue were not reported. The issue was not resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was hospitalized for examination from (B)(6) and discharged from the hospital, however, the patient became unable to move after being discharged and developed fever, so the patient was re-hospitalized on (B)(6) and is now undergoing rehabilitation at the hospital. The cause of the patient's poor condition is unknown. Causal relationship with the stimulator is also unknown.